Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) brady lead had no capture at high outputs. Noise was reportedly noted on electrograms, and impedance was greater than 2000 ohms. The rv lead still had low r-waves after it was programmed to unipolar pacing and bipolar sensing. Thus the physician decided to revise the lead. The lead was tested via a pacing system analyzer and the impedances were still out pf range. The lead was thought to be damaged and thus, was abandoned surgically. The pacemaker was replaced as it only had 2 years of remaining battery. No additional adverse patient effects were reported.